Event description:
As reported via legal documentation, on (B)(6) 2016, a patient underwent a bilateral total knee replacement surgery and was implanted with an optetrak device in both knees. Following the surgery, patient began experiencing pain, swelling, clicking, popping, and unsteadiness in both knees, and issues moving from a seated to standing position. His knees would also feel hot to the touch. Patient's physician ruled out a possible infection of the knee and diagnosed him with ¿failed left total knee arthroplasty secondary to aseptic femoral loosening [and] polyethylene wear.¿ patient underwent a left knee replacement revision surgery on (B)(6) 2023, approximately 6 years 10 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. No additional information is available.

Manufacturer narrative:
As a result of additional information received and subsequent investigation, the following fields have been added/changed: b5, b7, h6. H6: investigation results - the revision reported may have been the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the device(s) were not returned for evaluation and the image does not show signs of tibial insert wear or oxidation that are inconsistent with being implanted for over 6 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. Content has been added to the following fields that were initially blank: e4 and h3.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer note: it is unknown which components listed below belong to the initial right or left knee procedure. Concomitants: serial #: (B)(4), catalog #: 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm (recall device), serial #: (B)(4), catalog #: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, serial #: (B)(4), catalog #: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm (recall device), serial #: (B)(4), catalog #: 200-02-41 - three peg patella 41mm, serial #: (B)(4), catalog #: 200-02-38 - three peg patella 38mm, serial #: (B)(4), catalog #: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 61 yo male patient, initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 6 years 10 months post the initial procedure. The patient complained of pain. Loose femur indicated. The patient was last known to be in stable condition following the event. The devices are not available for return. Chain of command. Due to recall hospital will not release. No further information.